Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. Diopter: -14.50. (B)(4). A lens work order search revealed there were no similar complaints within the work order. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.2mm vicmo13.2 implantable collamer lens in the patient's right eye (od) and the lens tore/broke. The patient experienced glares/halos. The lens was removed and replaced with another same model lens and the problem was resolved. Patient's last bcva was 20/20.